Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that a unknown zimmer implant mount could not disengage/ release from a zimmer implant. Doctor confirmed that another implant was placed to completed the procedure.

Manufacturer narrative:
Additional information received from investigation results identified the device as tsvwb10 implant system which is bundle to the implant mount and screw. One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm system (tsvwb10) was returned for investigation. Visual evaluation of the as returned product system identified signs of use and dried bone around the threads. Functional testing was performed for the returned product and it was determined the device passed functional testing as the mount could be removed from the implant. Additionally, there was unknown dried debris found in between the implant and mount surface. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was intended for use on an unknown tooth and was used for an unknown duration. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product system is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvwb10) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or device (tsvwb10). Therefore, based on the available information, device malfunction did not occur and the reported event was un-confirmed.

Event description:
Additional information received from investigation results identified the device as (B)(6) implant system which is bundle to the implant mount and screw.